Event description:
The physician was attempting to deploy a 2.75mm diameter x 30mm length endeavor sprint rapid exchange (rx) drug eluting stent to treat a lesion in a patient located in the lad. It was reported that the lesion exhibited 90% stenosis with little calcification. It was reported that the lesion was pre-dilated, and that the physician was unable to deliver the stent to the target lesion. When the stent was removed from the patient, the stent was noted to be damaged. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the distal tip was severely damaged and deformed. The stent was positioned on the balloon between the inner shaft markers as per specification. The 1st eleven proximal stent segments were intact; the remaining segments were stretched and severely deformed.

Manufacturer narrative:
Results: inherent risk of procedure (stent deformation and failure to deliver device). Patient condition affected effectiveness of the device (patient lesion morphology; severe calcification and tight and diffuse lesion). Failure to follow instructions (the device was not inspected prior to use, per IFU). Stent. Conclusion: device failure/lack of effectiveness related to patient condition (patient lesion morphology; severe calcification and tight and diffuse lesion). User error contributed to event (the device was not inspected prior to use, per IFU). (B)(4).